Event description:
A non-healthcare professional reported during the intraocular lens (iol) implantation that iol broke into 3 pieces when inserted into the eye. The surgery was completed with replacement lens on same procedure. There was no patient harm reported.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).